Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, the doctor dilated and inserted a non-hologic scope, dilated again and inserted scope. The deficit was steadily rising. Hologic representative advised the physician of the rising deficit. He dilated again and inserted the scope. At 1300 ml deficit, the nurse alerted of the deficit . The physician requested to switch to myosure scope with myosure lite used as outflow prior to inserting into the cavity. Hologic representative advised "the myosure scope should be used with the outflow channel to visualize the cavity and pathology first." The physician declined and stated "I want to go in and resect quickly so I will use the device as outflow." The physician inserted the myosure scope with device quickly into the cavity and the deficit began to rise again to about 1400 ml. Representative advised the doctor. Physician tapped the foot pedal over proliferative tissue for under a second and aborted the procedure. Representative is unsure if there was a tissue sample but states that the tissue trap was sent to pathology. The physician requested an ultrasound to see if he potentially created a false passage or a uterine perforation. There was no free floating fluid, false passage or perforation seen on ultrasound. The total fluid deficit at the end of the procedure was 1290 ml with significant amount of blood and clots. The patient was sent to the pacu is to be discharged as intended.